Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the tip of the basket fractured but remained intact on the device. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of basket wire break. Block h10: the suspect device was disposed of by the customer; therefore, a product analysis could not be performed. However, the two photos submitted by the customer was investigated. It was observed that the basket wires are not broken but the tip of the basket was detached. Based on all available information, the most probable root cause cannot be established as the device was not returned and a deep inspection on the device and the all the involved components couldn't be performed, also it was not possible to test the device to determine what may have led this issue. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, the tip of the basket fractured but remained intact on the device. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.